Manufacturer narrative:
Citation: ho jun yi, md, hyung sik hwang, md, phd, kang san kim, md, il young shin, phd, il choi, phd, and in bok jang, phdw. Angioarchitectural characteristics associated with the risk of hemorrhage in intracranial arteriovenous malformations. Neurosurg q _ volume 26, number 4, november 2016. The results of the study found that cerebral avms caused bleeding in 38 patients. The authors noted that venous recruitment was a valuable protective factor against hemorrhage. Venous kinking, venous stenosis, deep venous drainage, nidus size, venous obstacles, and venous locations did not show meaningful differences in bleeding risks on univariate analysis. The authors concluded in this study that except for venous recruitment, no factor had any significant bleeding difference. They further postulate that venous structures may be inconsistent and dependent on individual explanation of angiographic characteristics. The authors inferred that the invasive procedure and/or aggressive management caused either a change in flow dynamics or has other effects on vascularity and possibly causing avm rupture or other injuries. Based on the reported information within the article, there is no evidence suggesting that the device was defective, but rather a procedure related event. The likely cause of the reported event was the procedure and patient condition. There is limited information about the device and/or the patient. Attempts were made to obtain additional information. However, no additional information was provided. Please reference MDR 2029214-2016-01079 for the other MDR reported from this literature review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that a patient with a right parietal area avm underwent coil and onyx embolization. During onyx embolization, a small extranodal aneurysm ruptured causing superior sagittal sinus effacement, decreased sinus flow, and venous infarction, so-called ¿black brain¿. Pre-embolization angiography showed a normal superior sagittal sinus (sss). Then during onyx embolization, the physician found sss effacement and decreased flow. Finally, a brain CT showed the remaining ich after craniectomy and progressive brain swelling by obliteration of the superior sagittal sinus.